Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "neuritis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that there was an adverse event of neuritis after the application of harmonyca¿ with lidocaine additionally, the healthcare professional reported that the patient had severe pain in the face where the harmonyca¿ with lidocaine was applied. The hcp referred the patient for a dermatological ultrasound and also to a neurologist.